Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion - the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: programming of boluses requires multiple button presses in a specific manner. The customer followed the required procedure. An unintended bolus programming can be excluded. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013 patient reported both the infusion device and blood glucose monitor show a bolus of 0.2 units of insulin at 11:04 am today. Patient stated the blood glucose monitor was not around the infusion device because he was out to lunch with his wife. Patient reported the time, date, and basal rates are set correctly on the infusion device. Verified bolus and total insulin delivery history. Patient stated he did not touch the infusion device or program any boluses. Patient reported he did not experience any blood glucose issues that were related to the unintended bolus. Patient stated he did not have to take any actions due to the unintended bolus. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.